Manufacturer narrative:
A ge service representative performed an on site investigation. A power connection was restored and the cine drive was re-formatted. The system was then found to be operating as intended.

Event description:
The customer reported the cine function was inoperable. No report of pt injury.